Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that there was a black particulate matter on the cassette. As the actual sample was not returned, the analysis was unable to determine if the particulate matter was positioned loose or embedded in the product. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿black fleck¿ was observed inside a low recirculation homechoice cassette. This was noticed when removing the cassette from the package, prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.